Event description:
It was reported that the ilet pump was dropped, resulting in a cracked and unresponsive touchscreen on the device; the affected device component was the touchscreen and the device problem involved physical fracture damage without associated alerts or alarms. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user¿s representative and analysis of information provided by the user/third party. Investigation of this case revealed a stress-related problem consistent with fracture damage to the touchscreen component of the pump. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.